Event description:
A report was received that the pt had a lead revision due to experiencing headaches. The physician believed that the pt's lead was too high so he repositioned it lower on the pt's spine. The pt was reportedly doing well after the procedure.

Manufacturer narrative:
The device involved in the complaint was not returned to bsn as it remains implanted. This is the final report.